Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the transfer set disconnected from the titanium adapter resulting in a leak. Subsequently the patient developed peritonitis. The cause of the disconnection was not reported. The transfer set was changed; however, the titanium adapter remained in use. The patient was hospitalized for the peritonitis event. Treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.